Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a rare case of epicardial left ventricular sutureless screw-in lead placement causing left anterior descending artery stenosis. Heartrhythm case rep. 2016;2(4):303-305.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) system. The article indicated that one week after implantation of the unipolar epicardial left ventricular (lv) lead, the patient presented with ¿intermittent sharp pleuritic chest pain and worsening shortness of breath.¿ the patient was treated for heart failure and improved. An echo-cardiogram found a ¿new¿ pericardial effusion. A second echo-cardiogram was done and the size of the effusion had decreased and the patient was sent home. Additional echo-cardiograms over the ensuing weeks showed resolution of the effusion. Five months after implant, the patient was admitted for ¿severe chest pain¿ which woke the patient up from sleep. The patient also had nausea, tachycardia and sweating. The electrocardiogram (ECG) showed ventricular tachycardia (vt). Due to the settings of the device, there were no ¿stored events.¿ the patient was given medication, but developed low blood pressure. The patient¿s rhythm was restored via external cardioversion; vt recurred, and was not terminated by anti-tachycardia pacing, and it also recurred after the ICD-based internal cardioversion. The physician turned off the lv pacing. Despite the interventions, the patient¿s rhythm still deteriorated into ventricular fibrillation (vf). The patient required cardiopulmonary resuscitation, medications, intubation, and defibrillation. Sinus rhythm was restored. Due to the rise in creatine and troponin, the patient underwent emergency left heart catheterization. There was stenosis and the lv lead was found to be adjacent to the lesion. The patient then had a stent implanted. The patient recovered from the ¿cardiogenic shock, pulmonary edema, and multi-organ failure¿ and was discharged home, with ¿remarkable improvement.¿ pacing had been resumed without any additional adverse events. The status/location of the devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.